Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire medical ts representative have checked the logs and found that alarm 305- communication to cfb disconnected was trigged 22x times between 12-dec-2021 to 03-oct-2022, intermittently. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 had alarm 305 - cfb comm error upon unit software update. Furthermore, there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. Exact root cause not established. Most likely it is due to connection issue between epc and cfb.